Event description:
Complaint received from baxter sales rep. Customer reports "IV pump alarmed downward occlusion. Trouble shot all connections. C.n. Flushed PICC line which flushed easily. Found that one of the lumens in the 3-way connector was occluded. It was removed. During this time the infants glucose dropped to 37. One hour later (approx) glucose rose to 67. Md and rn bedside." Although requested, no additional information is available at this time.

Manufacturer narrative:
A request for the return of the device has been made, should the reported device be returned and evaluated a follow up report will be submitted.